Event description:
Surgeon reports lens was replaced with an anterior chamber lens due to capsular bag tear and subsequent displacement approximately one month after implant. Surgeon feels this event may be related to the lens being less stable when placed in anything less than a fully intact capsular bag.